Event description:
Surgeon commented on loose cup. He removed and revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 52-55mm pca cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.